Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a fall; the timing of the incident was unspecified. Patient is having therapy issue. Additional information was received from the health care provider (hcp). Hcp reports the spinal cord stimulator was initially placed for crps. The therapy issue was due to multiple impedances on both leads, causing one lead to be completely non-functioning. Hcp reports the patient (pt) was provided new programming around impedances on remaining functioning lead, which provided relief, but would cause zapping. As such, it was determined that pt would benefit from replacement of their malfunctioning leads, as well as to most updated generator. Hcp reports pt underwent surgery on (B)(6) 2026 and is planned for initial post-op visit on (B)(6) 2026. Additional information was received from the rep. Rep clarifies that an impedance issue was observed on both leads. Rep reports ins and leads were replaced which resolved the issue. Rep reports the cause of the high impedances was not determined.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2026-01077 as it was determined that this information p ertains to this report instead. Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2026, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was unable to turn up stimulation. High impedance electrodes were identified and avoided during reprogramming. Programming adjustments were made to provide better coverage for the patient's leg pain. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that there were high impedances on the day of surgery, 40,000. The lead was revised and the battery was changed. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.